Event description:
It was reported that the shunt was explanted because it did not appear to be controlling the pressure appropriately.

Manufacturer narrative:
The device has not been returned to the manufacturer.